Event description:
Customer reported that he received a calibration error alert. The blood glucose reading was 168 mg/dl. Customer also received a bad sensor alert which was the result of the second consecutive calibration error. It was determined that the customer is calibrating at the appropriate times and frequency. Customer was advised to remove and change out the sensor. He reported that the sensor also gave inaccurate readings. He stated that the sensor reading was 58 mg/dl when the blood glucose reading was 152 mg/dl. Customer was calibrating when the blood glucose was high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to low readings.